Manufacturer narrative:
There are two incidents that occured with this complaint. One is MDR # 2245270-2024-00026 and the other is MDR# 2245270-2024-00050. Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Event description:
The peel away sheath broke off during peeling, leaving a piece under skin. Doctor had to retrieve broken piece and verified nothing was left in the patient. Outcome was no harm to patient.

Manufacturer narrative:
There are two incidents that occured with this complaint. One is MDR # 2245270-2024-00026 and the other is MDR# 2245270-2024-00050. This is the follow up for MDR# 22454270-2024-00026. Unfortunately, without the defective device and further information, the quality control lab could not conduct a thorough analysis of the defect. Due to this, we cannot confirm this complaint, and the exact root of the issue cannot be determined. Since no batch number was provided, a documentation review could not be conducted. Please note that all batches are inspected before release, and incoming batches of introducers with peelable sheaths are also controlled. Therefore, we do not believe that this incident is related to a product defect. A 2-year review of complaints data shows this is the first reported complaint for this issue against the 3017spi. Corrective action: due to the missing defective device and further information, this complaint could not be confirmed, and the root cause cannot be determined therefore, no further corrective action was initiated at this time.

Event description:
The peel away sheath broke off during peeling, leaving a piece under skin. Doctor had to retrieve broken piece and verified nothing was left in the patient. Outcome was no harm to patient.